Event description:
It was reported that this patient with an implantable cardioverter defibrillator (ICD) exhibited beeping tones due to an alert for high out-of-range (oor) shock lead impedances (sli) measuring 127 ohms on the right ventricular (rv) lead. Technical services (ts) discussed the delivered shock limit and to consider testing also, may increase the alert limit higher so the device won't beep until a higher impedance is reached. The sales representative will discuss with the physician. At this time, the ICD and rv lead remains in service. No adverse patient effects were reported.